Event description:
It was reported that the user experienced high blood glucose reported at 360 mg/dl while using the ilet after a supply change, and observed insulin leaking from the cartridge/reservoir area with visible drops during the initial infusion-site change; the user dried the pump, performed a dry run, and then replaced the supplies, after which insulin delivery was resumed and glucose trended down. Symptoms included, elevated ketones, headache, fatigue, and lethargy associated with hyperglycemia. Outcomes included no lasting health consequences or impact. Investigation of this case revealed a leak associated with a seal in the reservoir component, consistent with a device leak/splash issue. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.